Manufacturer narrative:
Device labeling single use or reuse.

Event description:
Information rec'd via medwatch form. The pt reported the following symptoms in the right eye: burning, red, scratchy, right eye with tearing and swollen lid. The pt sought care from several eye drs without success. The pt said that following 6 weeks of unsuccessful care was seen by a corneal specialist who diagnosed acanthamoeba keratitis. The pt was not aware of any warnings not to swim in contact lenses. The pt had been swimming in a lake and using a hot tub while wearing lenses prior to the onset of symptoms. The pt also cleaned lens case with tape water. Advised pt that our pt instruction guide states "ask your eye care professional about wearing contact lenses during sporting activities, especially swimming and other water sports. Exposing contact lenses to water during swimming or while in a hot tub may increase the risk of eye infection from microorganisms." Received summary letter from the treating corneal specialist on 01/05/07. The letter states that the pt was first seen by him in 2006. The pt presented with pain, foreign body sensation, tearing, and a drooping eyelid od. The pt was taking pred forte ophthalmic soltuion qid, erythromycin oinment qhs od and genteel ophthalmic solution bid od. On examination with glasses, the pts'va was 20/200 od and 20/30 os. Slit lamp exam showed coarse spk with an elevated epithelial line circumferential to the limbus superonasally. There was subepithelial haze od and 2+ injection and a 2-3+ papilarry reaction. Intraocular pressures were 14 od and 15 os. Cultures and confocal microscopy was done. The ecp's impression on the first visit was of acanthamoeba keratitis od consistent with confocal microscopy findings. The pt was started on brolene ophthalmic solution every hour od, clotrimazole ophthalmic solution every hour od, ketaconazole 200mg bid po and hamatropine bid od. The pt was last seen by the ecp in 2007. The pt's va with glasses was 20/70 od and 20/25 os. Slit lamp showed decreased spk, decreased anterior stromal haze and very light keratic precipitates od. "My overall impression is of an improving pt status post probable acanthamoeba infection. No additional info available at this time.